Event description:
Caller states that they tested on the device with a result of 119mg/dl and two hours later obtained a result of 261 mg/dl on the same device. Two more hours later, he reports testing at 243mg/dl, 2 hours after that test his result was 442mg/dl. Customer tested again 2 hours later with a result of hi. He went with a friend to the hospital 3 hours later and the hospital device read 169mg/dl. Caller reports no action taken based on the results, no treatment was received at the hospital. Quality controls were used and reportedly fell outside acceptable range. Requested return of suspect device and replacement was sent.